Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00991. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. A definitive root cause cannot be determined. The event is confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter was sent in for evaluation. There was no patient involvement. Due diligence is complete. No further information is available. During device evaluation, it was discovered that the cutter failed testing due to an incomplete cut.